Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hbsag ii result for a patient sample tested on a cobas e 801 analytical unit. The initial result was 11.5 coi (reactive). The repeat result was 0.333 coi (non-reactive). No erroneous results were released outside of the laboratory. The test was repeated as the initial result did not match the patient's clinical diagnosis.

Manufacturer narrative:
Qc and calibration were within the acceptable range. No relevant alarm was observed during review of the alarm trace data. Per the product labeling, "all initially reactive or borderline samples should be redetermined in duplicate using the elecsys hbsag ii assay. If cutoff index values < 0.90 are found in both cases, the sample is considered negative for hbsag. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.